Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received a multiple pump error. The customer¿s blood glucose level was 128 mg/dl. The customer¿s mother stated that they had multiple pump error. It was reported that the insulin pump was rewound. It was also reported that they had self-test was performed and they received a hardware low level failures alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08730 inches. No pump error 63, pump error 60 audio or beep anomaly noted during testing. However, pump trace download confirmed pump error 63 problem isolated to the keypad. The device received without the original belt clip. Unable to verify damage to the original belt clip.